Event description:
Reported through clinical study follow up that approx 59 months post implant the pt experienced severe epistaxis while taking aspirin prophylactically following "avr". The bleed required cauterization and aspirin was stopped for a few days. The pt has recovered and the valve remains implanted and functioning as intended.